Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited an insulation anomaly during implant. All electrical measurements were normal. The lead was repaired with silicone adhesive and implanted.